Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: the stopper was deformed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 26sep2022. H6: investigation summary: unable to perform complaint lot history check for foreign matter in barrel due to unknown lot number. Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the stopper area was turning black. The returned syringe was examined and no foreign matter was observed in or on the sample. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is not confirmed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was deformed. The following information was provided by the initial reporter, translated from japanese to english: the stopper was deformed.